Event description:
It was reported that this pacemaker exhibited oversensing on the atrial channel electrogram (egm). The device recorded inappropriate atrial tachy response (atr) mode switches due to far-field oversensing. No adverse patient effects were reported. This pacemaker remains in service.